Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (plif) at l5-s1 and posterolateral intertransverse process and alar fusion at l5-s1 using rhbmp-2/acs. On (B)(6) 2013, the patient was diagnosed with bony overgrowth at l4-l5 with radiographic studies revealing a very large mass of cortical bone that developed in the lateral recess on the right side of the spinal canal at l4-l5. The patient underwent an additional surgery on (B)(6) 2012 for exploration of the nerve roots, revision decompression throughout with removal of the expansive bony shell and stabilization of l3-l4 extending down to l5. It was reported that the patient continues to experience severe pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011: the patient underwent colonoscopy for chronic abdominal pain and diarrhea. Summary: mild diverticulosis found in sigmoid colon. The patient also underwent esophagogastroduodenoscopy for diffused generalized abdominal pain. Summary: normal esophagus. Moderate non-erosive gastritis found in the antrum and body of the stomach and on the greater curvature of the stomach body. Abundant bile present in the stomach. Normal duodenum. On (B)(6) 2011: the patient underwent duodenal, gastric and random colon biopsies. Final diagnosis: duodenal biopsy: no specific pathologic abnormality. Gastric biopsy: benign gastric mucosa with mild reactive changes. No helicobacter pylori identified with warthin-starry stain. Random colon biopsy: benign colonic mucosa with no specific pathologic abnormality. The patient also underwent bone densitometry test. Assessment: the bmd measured at femur neck right was 0.904 g/cm3 with a t- score of -1.0. Bone density was upto 10% below young normal. Fracture risk was low. On (B)(6) 2012: the presented for a follow-up wherein her MRI and emg nerve conduction study was reviewed. She was recommended revision lumbar decompression and additional fusion at l3-l4. On (B)(6) 2014: the patient underwent MRI of the lumbar spine. There was no evidence of infection or neoplasia. On (B)(6) 2014: the patient underwent CT scan of the lumbar spine with contrast. Impression: there is postsurgical and degenerative change through the lumbar spine. The findings are most pronounced towards the symptomatic right side at l4-l5. Calcified material fills a significant portion of the right-sided foramen and is suspected to significantly contribute to the right radicular symptoms. The patient also underwent fluoro guide for needle place spine injection procedure due to thoracic or lumbosacral neuritis or radiculitis. Impression: successful fluoroscopic guided contrast injection for CT myelography. On (B)(6) 2014: the patient underwent ncv/emg lower study. There was evidence of active right l5 radiculopathy as well as chronic denervation changes in multiple muscles. On (B)(6) 2014: the patient presented for a follow-up on medicine for foot drop, depression, irritable bowel syndrome and lumbar radiculopathy. The patient's medication gabapentin was increased to 1 ¿am¿, 1 afternoon and 3 at ¿hs.¿ on (B)(6) 2014: the patient presented with increasing lower extremity pain and weakness in right leg and right toe. She reported having right and left sided back pain. The pain radiates to the right leg and top of the foot. Assessment: foot drop, lumbar radiculopathy, lumbar stenosis. On (B)(6) 2009, patient presented with numbness in left hand. Doctor's impression: doctor was puzzled by reaction to the lumbar epidural injection, but today the only recognizable neurologic symptoms appeared to suggest an underlying carpal tunnel condition at both wrists. Doctor recommended continuing carpal tunnel splinting with renewed physical therapy for the wrists and hands. On (B)(6) 2012, patient presented with right foot drop issue. Doctor's impression: the right foot drop has been resistant to improvement possibly because there is still an element of ongoing denervation in these muscles. On (B)(6) 2007: the patient presented for follow up visit complaining of heavy periods. Assessment: persistent menometrorrhagia desiring laparoscopic subtotal hysterectomy. On (B)(6) 2007: the patient presented with menometrorrhagia and fibroid uterus and heavy periods complaint. The ultrasound demonstrated a normal sized uterus with a small 3.5cm transmural fibroid, normal bilateral tubes and ovaries. Endometrial biopsy was negative. The patient underwent surgical pathology diagnosis. Final pathologic diagnosis: uterus, hysterectomy: 56 g morcellated uterus; benign endometrium with exogenous progestational effect; adenomyosis. On (B)(6) 2008: the patient underwent surgical pathology diagnosis. On (B)(6) 2009: the patient presented for follow up with sleep disorder and was suggested to undergo polysomnography. Impression: hypersomnia; loud interrupted snoring, unrefreshing sleep, suspect obstructive sleep apnea syndrome; cough variant asthma; chronic rhinitis; gastroesophageal reflux disorder; osteoarthritis; diverticulosis; irritable bowel syndrome; hypnotic dependent sleep disorder. On (B)(6) 2010: the patient presented with pre-operative diagnoses of mobile spondylolisthesis with severe spinal stenosis and neurogenic claudication with lumbar instability and mechanical back pain. The doctor recommended decompression, posterior lumbar interbody fusion and posterolateral fusion with instrumentation. The patient underwent laminectomy in lumbar 3 to sacrum 1 with posterior lumbar interbody fusion, lumbar 5 to sacrum 1 with k2m denali screws, amedica ceramic, infuse and vitoss. Operations performed: subtotal bilateral laminectomy of l3 2. Bilateral total laminectomy of l4. Bilateral total laminectomy of l5. Partial bilateral laminectomy of s1. Segmental instrumentation with k2m denali pedicle screws, 6.5x40mm screws at l5-s1. Placement of paired interbody fusion cages k2m peek 10mm high lordotic cages. Posterior lumbar interbody fusion, l5-s1, with infuse bone morphogenic protein and vitoss foam. Posterolateral intertransverse process and alar fusion at l5-s1 with vitoss foam infuse bone morphogenic protein and local one marrow and local bone. Preparation of bone graft material. Injection of intrathecal astramorph the disk space at the margins was cleaned, copiously irrigated with antibiotic saline solution. A 10mm cage was then decided, which was packed with previously prepared infuse bone morphogenic protein. The surgeon copiously irrigating into the disk space, then placed the vitoss foam across the anterior aspect of the disk space which was followed by placing the 2 infuse sponges. The area was packed with blood supply at its best and then packed the sponge in each cage and placed a nicely recessed position at the disk space. The screws at l5 were then released, compressed and were locked. The patient underwent x-ray of spine 1 view and portable. Findings: needle probes overlie the pedicles of l4 an dl5 in this lateral projection. First-degree anterolisthesis of l4 and l5 is evident. The patient underwent pathologic diagnosis which revealed fibrocartilage with myxoid degeneration and scattered rare fragments of benign bone. On (B)(6) 2010: the patient underwent CT scan of the lumbar spine without contrast due to stenosis which demonstrated unknown thin cuts from l3-4 to sacrum. The patient underwent nutrition assessment. On (B)(6) 2010: the patient underwent exploration of right lumbar five nerve root procedure due to progressive radiculopathy, right lower extremity. No complications were noted. The patient presented with preop diagnosis of progressive radiculopathy, right lower extremity. As per op notes, doctor subsequently removed all the tisseel and floseal from the lateral recess throughout the canal aggressively decompressed into the right side at l5-s1. Gently mobilized the nerve and then aggressively decompressed the foramen taking down half to about two-thirds of the pars interarticularis, all bone up to medial wall of the pedicle, the base of the pedicle at l5 and the top of the pedicle s1 to visualize the nerve all the way out. Any scar tissue remained residual around the nerve was subsequently gently teased off or removed. Doctor protected the cage without any significant irrigation and irrigated through out they are. N o evidence of any irritation of the nerve root. On (B)(6) 2012, the patient underwent CT myelogram of lumbar spine w/o contrast. On (B)(6) 2012: the patient presented with spondylolisthesis, stenosis and herniated disc. The patient underwent revision laminectomy of lumbar 2 to 5 with extension of fusion to lumbar 3 to 4 with transforaminal lumbar interbody fusion. The patient underwent x-ray of spine. On (B)(6) 2013, the patient underwent upper ultrasound abdomen diagnostic, upper gastrointestinal diagnostic. Assessment: abdominal pain, epigastric. On (B)(6) 2013, the patient underwent x-ray ugi with air. On (B)(6) 2013, the patient underwent ultrasound abdomen diagnostic. On (B)(6) 2013, the patient underwent abdomen general study due to ruq pain. Conclusion: fatty liver. On (B)(6) 2003: the patient presented with chronic abdominal pain, recurrent diverticulitis. On (B)(6) 2004, the patient was admitted due to diverticulitis. Radiologic tests include a barium enema which showed significant diverticular disease of the sigmoid colon with spasm and irritation. Impression: diverticulitis. On (B)(6) 2010: the patient underwent portable lumbar spine x-ray. Conclusion: final film with lumbar fixation. Small amount of postsurgical air in the deep fascial plane and at the laminectomy site, without significant fluid collection. On (B)(6) 2012: the patient also underwent bone densitometry test. Assessment: the bmd measured at femur neck right was 0.904 g/cm3 with a t- score of -1.0. Bone density was upto 10% below young normal. Fracture risk was low. On (B)(6) 2012: conclusion: postoperative findings related to l4-l5 posterior fusion, l4 laminectomy, and partial laminectomies at l3 and l5, right-sided pars defect at l3 with grade 1 anterolisthesis of l3 on l4, both new from CT (B)(6) 2010; lucent expansile lesion at the posterior aspect of l4-l5 disc space involving the posterior aspects of the l4 and l5 vertebral bodies and extending cephalad toward the region of the l4-l5 neural foramina. The lesion was new from prior CT of (B)(6) 2010; at l3-l4, moderate-severe bilateral neural foraminal stenosis secondary to combination of uncovering of the posterior disc as well as mild posterior disc bulging. This resulted in probable compression of the exiting l3 nerve roots bilaterally; no significant spinal stenosis. The patient also underwent for lumbar myelogram due to recurrent back pain after spinal fusion. Conclusion: successful intrathecal administration of iodinated contrast material for subsequent CT myelogram. (B)(6) 2012 : impression: interval posterior lumbar fusion from l3 to l5 levels with bilateral pedicle screw fixation. On (B)(6) 2014: the patient underwent neurological examination. Assessment: r foot drop ever since a lumbar surgery in 2010. On (B)(6) 2014: the patient underwent MRI of the lumbar spine status post low back surgery in 2012. Impression: multilevel degenerative/post operative changes. No disk protrusion or high-grade stenosis was identified at any level. No evidence of acute fracture or bone destruction. There was no evidence of infection or neoplasia. On (B)(6) 2014: the patient presented for an office visit with foot drop.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2012 post myelogram CT lumbar shows pedicle screws at l4 and l5 with plif (two spacers) within the l4 disc. Heterotopic bone with large cystic holes appears to have formed in the area behind l4, just above the l4 disc medial to the screws and posterior to the spacers. Right sided facet arthritis creates indentation and pressure upon the thecal sac at the l3/4 disc space and above, with some subluxation of the inferior facet ventrally. Ventral spurs off the inferior facet compress the sac and exiting root of l3 on the right. Screw position is satisfactory. Spacers are crowded medially, but are within the confines of the disc space. Coronal views show a pars fracture on the right at the l3 level contributing to the nerve compression. (B)(6) 2012 lumbar spine series ap view shows wide decompression from l3 to l5 with pedicle screw fixation at l4/5. Interbody spacer ( non-capstone) and mature posterolateral fusions are evident. Lateral view suggests minimal grade one spondylolisthesis at l3/4 at the junctional level above the fusion. Myelography is done showing bulging of discs at l2 and l3 with absence of dye behind l4. Large right sided dural indentation is seen just caudal to the l3 pedicle on the right side of the x-ray. X-rays are not labeled as to side.

Event description:
It was reported that on (B)(6) 2002: the patient underwent bilateral screening mammography compared to study from october 1998 and august 2000. Conclusion: 1. No mammographic evidence of malignancy. 2. Moderately dense breast tissue which may lower the sensitivity of mammography. 3. Glandular and ductal pattern with small intramammary lymph nodes at the left axillary breast show no concerning change from outside films of oct 1998 or our studies of aug 2000. (B)(6) 2002: the patient presented with chronic gerd. The patient underwent egd - esophagogastroduodenoscopy. Impression: 1. Hypopharynx, esophagus, gastroesophageal junction were appeared normal. 2. A single diminutive polyp in the body of the stomach. 3. The pylorus and duodenum appeared normal. (B)(6) 2002: the patient presented with rectal bleeding underwent colonoscopy. Impression: 1. Multiple small scattered diverticula in the descending colon and the sigmoid colon 40 cm to 50 cm from the anus. 2. There was evidence of active diverticulitis at 40-45 cm. 3. Colonoscopy, otherwise normal. (B)(6) 2003: the patient underwent sigmoidoscopy due to anal fissure and recurrent lower gi bleeding. Impression: 1. Diffuse melanosis in the splenic flexure the descending colon and the sigmoid colon. 2. A small anal fissure was present at the anal verge and appeared open. 3. Small non-bleeding internal hemorrhoids were present. 4. Multiple medium scattered diverticula in the sigmoid colon and the descending colon. 5. Sigmoidoscopy otherwise normal. (B)(6) 2003: the patient underwent abdominal sonogram due to right upper quadrant pain and fever. Impression: cholelithiasis. (B)(6) 2003: the patient presented with pre-operative diagnosis of cholelithiasis. The patient underwent laparoscopic cholecystectomy. Impression: symptomatic cholelithiasis. No patient complications were noted. (B)(6) 2003: the patient underwent ultra sound study of abdomen due to right upper quadrant pain. Conclusion: status post cholecystectomy. There is no evidence of bile duct dilation, liver enlargement or focal liver mass. (B)(6) 2003: the patient underwent bilateral screening mammography. Conclusion: 1. No mammographic evidence of malignancy. 2. Moderately dense breast tissue which may lower the sensitivity of mammography. 3. Glandular and ductal pattern are stable since august 2000 and october 2002. (B)(6) 2003: the patient underwent x-rays of the cervical spine due to headache and neck pain. Conclusion: mild multi level degenerative change in the cervical spine. (B)(6) 2004: the patient presented with refractory gerd symptoms. The patient underwent egd - esophagogastroduodenoscopy. Impression: 1. The hypopharynx appeared normal. 2. Single active, whitish, friable, ulcer, in the esophagus 30 cm from the gums. Multiple biopsies were obtained form the esophagus. 3. Grade iii erosive esophagitis of the mid. 4. Hiatal hernia. 5. The stomach, pylorus and duodenum appeared normal. (B)(6) 2004: the patient underwent x-rays of sinus series due to chronic rhinitis. Conclusion: normal study. (B)(6) 2004: the patient presented with recurrent right upper quadrant abdominal pain. The patient underwent endoscopic retrograde cholangiopancreatography with possible stent placement, possible sphincterotomy, possible biopsy photography. During procedure, fluoroscopy showed no unusual findings. Impression: 1. The major papilla appeared normal. 2. The course and appearance of the pancreatogram were normal. 3. The course and appearance of the dorsal pancreatogram were normal. 4. Surgical clips were noted in the cystic duct remnant. 5. Failed attempt to cannulate the common bile duct (B)(6) 2004: the patient underwent a brain MRI due to left sided headache. This demonstrated an unremarkable brain MRI. (B)(6) 2004: the patient underwent an egd procedure. Impression: 1. The hypopharynx appeared normal 2. The esophagus appeared normal 3. The stomach appeared normal; a single biopsy was obtained from the antrum and placed in clo test agar. A few random biopsies were obtained from the antrum 4. The pylorus appeared normal 5. The duodenum appeared normal there were no immediate complications associated with the procedure. (B)(6) 2004: the patient underwent MRI of cervical spine due to neck pain. This demonstrated 1. Central and broad base disc bulges from c4-5 to c6-7 with mild effacement of ventral csf without central canal narrowing or cord impingement. 2. Moderate left neural foraminal narrowing at c3-4, secondary to uncovertebral and facet arthropathy. (B)(6) 2004: the patient underwent CT scan of the pelvis with contrast due to abdominal pain. This demonstrated a mild sigmoid diverticulitis, without evidence of diverticulitis; otherwise the pelvis CT was unremarkable. The patient underwent CT scan of the abdomen with contrast due to abdominal pain. This demonstrated no evidence of diverticulitis, status post cholecystectomy, tiny nodular densities, two in right lung base and one in left lung base. Nonspecific in appearance and tiny hepatic cysts. (B)(6) 2004: the patient underwent a bilateral mammography and left breast ultrasound. This demonstrated no mammographic abnormality and no change from prior studies and no ultrasound abnormality was noted in the upper outer quadrant of the left breast. (B)(6) 2004: the patient underwent double contrast barium enema due to diverticulitis. This demonstrated colonic diverticulitis and evaluation of the sigmoid colon for small polyps was limited, at there was tortuosity of the sigmoid colon with multiple diverticula. (B)(6) 2004: the patient underwent x-rays due to diverticulitis. This demonstrated no evidence of acute cardiopulmonary disease. (B)(6) 2004: the patient presented with a diverticulitis and underwent a laparoscopic left colectomy with mobilization of the splenic flexure. The patient tolerated the procedure well and was discharged to the recovery room in a stable condition. (B)(6) 2005: the patient underwent a pelvic ultrasound due to pelvic pain. This demonstrated a left anterior uterine fibroid, otherwise the ultrasound was found to be unremarkable. (B)(6) 2005: the patient underwent a bilateral screening mammogram due to known family history of breast cancer. This demonstrated that there was no mammographic evidence of malignancy. A routine followup mammogram in 1 year was recommended. (B)(6) 2006: the patient underwent colonoscopy for colorectal cancer screening. The patient was advised to avoid food such as seeds, nuts and popcorn or food which might become trapped in the diverticular pocket. (B)(6) 2006: the patient underwent radiographic imaging of complete lumbar spine. Conclusion: 1. Transitional l5 with vertebral body was left sided pseudoarticulation with associated degenerative change. 2. Incidental note was made of sequelae of prior cholecystectomy. (B)(6) 2006: the patient underwent bilateral screening of mammogram with implants, which demonstrated that there was no mammographic evidence of malignancy, lymph node with central hilus left axilla measuring 11mm was found and a routine follow up mammogram in 1 year was recommended. The patient presented with vaginal bleeding and underwent laparoscopic subtotal hysterectomy (B)(6) 2006: the patient underwent pelvic ultrasound examination due to irregular periods. This demonstrated an interval increase in size of uterine fibroid and a simple dominant right ovarian follicle. (B)(6) 2006: the patient underwent a MRI of lumbar spine due to low back pain. Conclusion: 1. Transitional anatomy with apparent lumbarization of the s1 vertebra. Careful review of imaging was recommended prior to any future spine surgery 2. Multilevel degenerative disc disease, with prominent posterior disc bulging resulting in varying degrees of lateral recess and neuroforaminal encroachment. (B)(6) 2007: the patient underwent pelvic ultrasound, which demonstrated a slight interval enlargement of the fundal intramural leiomyoma as described and a small unilocular right ovarian cyst most likely a follicular cyst. (B)(6) 2007: the patient presented with menometrorrhagia and fibroid uterus and heavy periods complaint. The ultrasound demonstrated a normal sized uterus with a small 3.5cm transmural fibroid, normal bilateral tubes and ovaries. Endometrial biopsy was negative. The patient underwent laparoscopic supracervical hysterectomy due to menometrorrhagia and no patient complications were noted. (B)(6) 2007: the patient underwent a bilateral digital screening mammogram with implants which demonstrated that there was no mammographic evidence of malignancy. A routine follow up mammogram in 1 year was recommended. (B)(6) 2008: the patient underwent MRI of lumbar spine due to low back pain which demonstrated 1. Transitional anatomy 2. Mild anterolisthesis l5/s1 3. Left lateral recess and left foraminal stenosis at l3-4 with progression 4. Mild bilateral lateral recess, central and foraminal stenosis l4-5 5. Bilateral lateral recess, mild central and caudal foraminal narrowing l5-s1 (B)(6) 2008: the patient underwent CT scan of the paranasal sinuses without contrast. This demonstrated no CT evidence of paranasal sinusitis. (B)(6) 2008: the patient underwent radiograph of chest 2 views. This demonstrated a normal chest x-ray. (B)(6) 2008: the patient underwent x-rays of lumbar spine series, 3 views. This demonstrated a stable l5-s1 grade 1 anterolisthesis with flexion and extension. (B)(6) 2009: the patient presented for follow up with sleep disorder and was suggested to undergo polysomnography. (B)(6) 2009: the patient presented for follow up with a sleep disorder. The patient underwent all-night polysomnography for the evaluation of a possible sleep-related breathing disorder in the setting of a history of loud interrupted snoring, unrefreshing sleep and daytime sleepiness. The study confirmed moderate snoring, but only small number of obstructive events, averaging 3.7 per hour of sleep, which was within the normal range. (B)(6) 2009: the patient underwent a bilateral digital screening mammogram with implants which demonstrated that the implants were ma mmographically intact and there was no mammographic evidence of malignancy. A routin follow up mammogram in 1 year was recommended. (B)(6) 2009: the patient presented for follow up with sleep disorder. The patient was instructed that she could develop sleep apnea in future if she were to gain significant weight and was diagnosed with primary snoring, cough variant asthma, chronic rhinitis, gastroesophageal reflux disorder, osteoarthritis, diverticulosis, irritable bowel syndrome and hypnotic dependent sleep disorder. (B)(6) 2009: the patient underwent of MRI of lumbar spine due to severe low back pain. This demonstrated 1. In the interval since the prior study, there was progression of degenerative disc disease. Most significantly was worsening of anterolisthesis of l5 on s1 now with moderate to marked central canal stenosis and severe lateral recess stenosis, left greater than right. This was probably related to l5-s1 pars fracture with associated severe facet arthropathy and interval worsening of ligamentum flavum hypertrophy. 2. Again noted was transitional anatomy at the lumbosacral junction with a lumbarized s1 and disc space at s1-s2 (B)(6) 2009: the patient underwent x-rays of lumbar spine 2 or 3 views due to lumbar stenosis. This demonstrated anterolisthesis with mild movement at l4-5 which was increased in dimension, mildly, as compared to patient prior. (B)(6) 2010: the patient underwent bilateral digital screening mammogram with implants and cad due to breast augmentation mammoplasty which demonstrated that there was no mammographic evidence of malignancy (B)(6) 2010: the patient underwent x-rays of spine 1 view due to stenosis demonstrated abnormal motion, flexion and extension in l4-5 (B)(6) 2010: the patient presented with pre-operative diagnoses of mobile spondylolisthesis with severe spinal stenosis and neurogenic claudication with lumbar instability and mechanical back pain. The doctor recommended decompression, posterior lumbar interbody fusion and posterolateral fusion with instrumentation. The patient underwent laminectomy in lumbar 3 to sacrum 1 with posterior lumbar interbody fusion, lumbar 5 to sacrum 1 with k2m denali screws, amedica ceramic, infuse and vitoss. Operations performed: 1. Subtotal bilateral laminectomy of l3 2. Bilateral total laminectomy of l4 3. Bilateral total laminectomy of l5 4. Partial bilateral laminectomy of s1 5. Segmental instrumentation with k2m denali pedicle screws, 6.5x40mm screws at l5-s1 6. Placement of paired interbody fusion cages k2m peek 10mm high lordotic cages 7. Posterior lumbar interbody fusion, l5-s1, with infuse bone morphogenic protein and vitoss foam 8. Posterolateral intertransverse process and alar fusion at l5-s1 with vitoss foam infuse bone morphogenic protein and local one marrow and local bone 9. Preparation of bone graft material 10. Injection of intrathecal astramorph the disk space at the margins was cleaned, copiously irrigated with antibiotic saline solution. A 10mm cage was then decided, which was packed with previously prepared infuse bone morphogenic protein. The surgeon copiously irrigating into the disk space, then placed the vitoss foam across the anterior aspect of the disk space which was followed by placing the 2 infuse sponges. The area was packed with blood supply at its best and then packed the sponge in each cage and placed a nicely recessed position at the disk space. The screws at l5 were then released, compressed and were locked. (B)(6) 2010: the patient underwent CT scan of the lumbar spine without contrast due to stenosis which demonstrated unknown thin cuts from l3-4 to sacrum. Conclusion: 1. Status post laminectomies at l3 and l4 and status post anterior and posterior fusion at l4 and l5. 2. Small amount of post surgical air in the deep fascial plane and at the laminectomy site, without significant fluid collection. 3. Drainage catheter at laminectomy site, terminating at the level of l1-l2, to the right of midline 4. Suggestion of mild broad based disc bulge at l2-l3. (B)(6) 2010: the patient underwent MRI of lumbar spine without contrast due to stenosis. Conclusion: 1. Status post laminectomies at l3 and l4, and status post anterior and posterior fusion at l4 and l5 2. Right l4-5 foraminal bulging annular remnant with right foraminal narrowing. 3. Mild disc bulges at l2-3 and l3-4 without central canal narrowing. 4. Left l2-3 inferior foraminal narrowing is present from foraminal disc protrusion. (B)(6) 2010: the patient underwent exploration of right lumbar five nerve root procedure due to progressive radiculopathy, right lower extremity. No complications were noted. (B)(6) 2011: the patient underwent bilateral digital screening of mammogram with implants and cad, which demonstrated that there was no mammographic evidence of malignancy and a routine follow up mammogram in 1 year was recommended. (B)(6) 2012: the patient underwent bilateral digital screening of mammogram with implants and cad, which demonstrated that there was no mammographic evidence of malignancy and a routine follow up mammogram in 1 year was recommended. (B)(6) 2011: the patient underwent colonoscopy due to chronic abdominal pain and diarrhea. Conclusion: mild diverticulosis found in the sigmoid colon. Otherwise normal colon. (B)(6) 2012: the patient underwent a CT myelogram of the lumbar spine which demonstrated 1. Post-operative findings related to l4-5 posterior fusion, l4 laminectomy and partial laminectomies at l3 and l5. Right sided pars defect at l3 with grade 1 anterolisthesis of l3 on l4, both new from CT (B)(6) 2010. 2. Lucent expansile lesion at the posterior aspect of l4-5 disc space involving the posterior aspects of the l4 and l5 vertebral bodies and extending cephalad toward the region of the l4-5 neural foramina. The lesion is new from prior CT of (B)(6) 2010. This may be post operative in origin and/or related to particle disease. Infection would be difficult to entirely exclude but is thought to be to be much less likely. The bony expansive region results in severe stenosis of the bilateral neural foramina with likely compromise of the bilateral exiting l4 nerve roots. 3. At l3-4, moderate - severe bilateral neural foraminal stenosis secondary to combination of uncovering of the posterior disc as well as mild posterior disc bulging. This results in probable compression of the exiting l3 nerve roots bilaterally. 4. No significant spinal stenosis (B)(6) 2012: the patient underwent x-ray myelogram of lumbar spine due to recurrent back pain after spinal fusion, which demonstrated post operative findings related to prior lower spinal fusion. (B)(6) 2012: the patient underwent MRI of lumbar spine with and without contrast due to low back pain, numbness, foot drop and prior lumbar fusion. Which demonstrated 1. Post surgical changes status post l4-5 fusion with stable l3-4 anterolisthesis 2. Abnormal density posterior to the l4-5 disc space and l4 vertebral body again noted, better demonstrated on CT being partially obscured by susceptibility artifact on mr. Major diagnostic considerations include particle disease (osteolysis and pseudotumor). Infection is felt less likely, but not entirely excluded. There was severe bilateral foraminal stenosis at this level. 3. Severe right and moderate left foraminal stenosis at l3-4 4. Mild bilateral caudal foraminal narrowing and mild central canal narrowing at l2-3 (B)(6) 2012: the electrodiagnostic studies of the legs showed scattered pockets of acute denervation in the right tibialis anterior, ehl and tibialis posterior muscles with associated axonal loss in the common peroneal nerve muscles. Impression: the right foot drop has been resistant to improvement possibly because there is still an element of ongoing denervation in these muscles. (B)(6) 2012: the patient presented with spondylolisthesis, stenosis and herniated disc. The patient underwent revision laminectomy of lumbar 2 to 5 with extension of fusion to lumbar 3 to 4 with transforaminal lumbar interbody fusion. (B)(6) 2013: the patient presented for a follow-up visit. There is no improvement in regards to her weakness in her leg. The patient's medication neurontin was increased 300 mg four times a day. (B)(6) 2013: the patient underwent bilateral digital screening mammography compared to the study from (B)(6) 2012, (B)(6) 2010 and (B)(6) 2011. Conclusion: there is no mammographic evidence of malignancy. (B)(6) 2013: the patient underwent ultrasound study of abdomen due to elevated "lft" compared to the study from (B)(6) 2013. Conclusion: mild fatty liver. Status post cholecystectomy. (B)(6) 2014: the patient presented with back pain and numbness on left side x 2 months. Assessment: 1. Insomnia 2. Allergic rhinitis 3. Asthma 4. Esophageal reflux 5. Hyperlipidemia 6. Obesity 7. Cervical disc degeneration. 8. Neuropathy. (B)(6) 2014: the patient presented for physical examination. Assessment: 1. Insomnia 2. Irritable bowel syndrome. 3. Female stress syndrome. 4. Symptomatic menopause 5. Hyperlipidemia 6. Vitamin d deficiency 2013: breast cancer screening. (B)(6) 2014: the patient underwent bilateral digital screening mammography. Impression: bilateral subpectoral breast implants. 8 mm nodule in the upper outer left upper breast probably an intramammary lymph node. (B)(6) 2014: the patient presented with depression and foot drop. The patient reported increased numbness after 2 falls in last month. Psychological counseling was given to patient. (B)(6) 2014: the patient presented for "ck" meds and drop foot. The patient's depression was improving on citalopram. Assessment: abnormal mammogram. (B)(6) 2014: the patient presented with foot drop. Her current symptoms are numbness, pain primarily over the dorsum of the foot and lateral calf, weakness of the ankle dorsiflexion and inversion

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2003 abdominal ultrasound no spinal pathology delineated (B)(6) 2003 abdominal ultrasound no spinal pathology delineated (B)(6) 2003 cervical spine series ap view shows flattened cervical spine with very slight kyphosis through the mid cervical area. Disc spaces are well maintained. Facets are non-arthritic. Oblique views suggest narrowing foramina from c3 through c5. Odontoid view is normal. (B)(6) 2004 hb sinus series no spinal pathology is delineated (B)(6) 2004 ercp fluoroscopy performed during cannulation of pancreatic duct. No spinal pathology delineated (B)(6) 2004 brain MRI no spinal pathology is delineated (B)(6) 2004 cervical MRI sagittal views show disc bulging at c3/4, c4/5 and c5/6 but no cord compression. Axial views show small central bulging at various levels without cord compression or displacement. (B)(6) 2004 CT abdomen/pelvis contrasted study provides an incomplete assessment of the lumbar spine. No stenosis or hnp is delineated. Bone quality is normal. No soft tissue distortion is seen in the lumbar or thoracolumbar areas. (B)(6) 2004 lumbar spine film shows a lumbarized s1 with incomplete fusion to the sacral ala. Spine, si joints, hips all appear to be in good position. Discussion of levels from this point forward will attribute the lowest disc as s1/s2 with the lowest fully lumbarized vertebral body as s1. Subsequent discussions therefore will discuss instability that develops at the first level above this as at l5/s1. (B)(6) 2004 barium enema no spinal pathology delineated (B)(6) 2004 chest x-ray series pa and lateral views show normal rib, shoulder dorsal spine, cardiac shadow, diaphragm shadows and lung field (B)(6) 2005 pelvic ultrasound no spinal pathology delineated (B)(6) 2006 lumbar spine series very under penetrated series. Overall alignment is normal. Disc spaces appear well maintained with the exception of l5 which appears narrowed. Minimal spondylolisthesis at l5/s1. (B)(6) 2006 pelvic ultrasound no pathology delineated (B)(6) 2006 lumbar MRI bulging desiccated discs noted at l2, l3 and l4. There is a slight slip at l4 that appears unilateral, as it reduces in right-sided sagittal views. Axial views show considerable facet hypertrophy at l5/s1 and l4/5. There is borderline stenosis at the l5/s1 disc due to the enlarged facets. Facet effusion is seen at l5/s1 on the right consistent with unilateral instability. (B)(6) 2008 lumbar spine bending films these dynamic views are not well centered and under penetrated making translation measurement between views impossible to determine. (B)(6) 2009 lumbar MRI spondylolisthesis is more pronounced now at l5/s1. It is now just shy of a grade ii. Although the central canal is not narrowed in midline, the facet hypertrophy has narrowed the dural sac considerably at this level. Facet joints are now grossly deformed at this level and partially subluxed. In addition a small synovial cyst appears to have formed medially off of the left facet. Borderline stenosis is also present at l4/5. (B)(6) 2009 lumbar bending films dynamic views again are under penetrated and anatomy is not visible on these studies. The final two films continue to show the grade one slip at l5/s1 that does not reduce in extension. (B)(6) 2010 lumbar x-rays two lateral views, the first intraoperative showing gelpi retractors and k wires addressing l5/s1. The second film shows pedicle screws in place with slip reduced at l5/s1 the film is too under penetrated to see whether there is an interbody spacer present. (B)(6) 2010 lumbar CT shows wide decompression of the neural elements, removal of pathologic facet joints and placement of pedicle screws at l5 and s1. Interbody fusion peek spacer also resides in midline at l5/s1. Fusion has not yet occurred.